Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade IV , pain, "suspicion of cancer" and seroma right side, device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported capsular contracture baker grade IV , pain, "suspicion of cancer" and seroma right side, device remains implanted.